Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having plif at l4-s1. It was reported that the device was unable to tighten the gc screw during threading. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received that there was a crack at the tip of the driver.

Manufacturer narrative:
G2: the country of the event is japan e1: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: product: 5482304; lot: ct20e038 visual and microscopic examination confirmed that the tip of the instrument was cracked. This failure is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.